Event description:
Reporter indicated that vns pt experienced voice changes, shortness of breath and chest pain with stimulation following an adjustment in device settings. The pt asked their neurologist when the voice changes and shortness of breath would go away, but did not mention chest pain.

Event description:
Further follow-up revealed that the reported events resolved with device programming changes. Treating neurologist indicated that the pt has complained of chest wall pain since a motor vehicle accident approx 16 months prior to initial report. The pt has been referred to tertiary center or alternate neurologist and is no longer in the care of the aforementioned neurologist.